Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: long-term safety and feasibility of delayed left atrial appendage closure after catheter ablation. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "long-term safety and feasibility of delayed left atrial appendage closure after catheter ablation", was reviewed. This research article is a retrospective single-center experience to evaluate the safety and long-term outcomes pertaining to delayed left atrial appendage closure (laac) after catheter ablation. Devices mentioned in this study were amplatzer cardiac plug, watchmen, lacbes, lambre, and lamax. The article concluded that the delayed-laac is as safe and feasible as the combination procedure, however delayed-laac was associated with lower atrial fibrillation (af) recurrence rate. [The primary and corresponding author of the article is ruiqin xie, department of cardiology, the second hospital of hebei medical university, shijazhuang, hebei, china, with the corresponding email: xieruiqin@hebmu.edu.cn] the study included patients with symptomatic non-valvular af who received laac surgeries between july 2017 and april 2024. A total of 474 patients were included in the study, of which 2.1% (10) received an abbott device. The average age was 64.04 years. The majority gender was male. Comorbidities included paroxysmal and persistent atrial fibrillation (af), heart failure, hypertension, diabetes, coronary heart disease, and previous tia, stroke, and major bleeding.

Manufacturer narrative:
Summarized patient outcomes/complications of long-term safety and feasibility of delayed left atrial appendage closure after catheter ablation were reported in a research article in a subject population with multiple co-morbidities including paroxysmal and persistent atrial fibrillation (af), heart failure, hypertension, diabetes, coronary heart disease, and previous tia, stroke, and major bleeding. Some of the complications reported were myocardial infarction, stroke, embolism, pericardial effusion, hematoma, atrial fibrillation, thrombus; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Literature attachment: long-term safety and feasibility of delayed left atrial appendage closure after catheter ablation. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.